Manufacturer narrative:
Welch allyn replaced the cpu which restored centralized monitoring. The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported noisy cpu fan on their acuity central station. The customer also reported that sometimes the cpu can be heard running, but without any video output and that it takes hours before the system can start up again. There was no report of any patient harm as a result of the reported event. Note 1 for block a: the customer did not provide any patient information.